Event description:
During cardiac catheterization procedure, a sapien ultra transcatheter heart valve was inserted through the sheath. After valve alignment, the distal part of the stent frame was noted by the physician to be bent backwards. The valve and sheath were removed without issue. No harm was experienced by the patient. The physician continued the procedure utilizing a new sheath delivery system and a new edwards valve. The deployment was successful this time. FDA safety report ID# (B)(4).